Event description:
It was reported that the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that the event was observed remotely and the patient was in stable condition post -procedure.